Event description:
False positive result (s). Customer has had 4 positive flowflex tests with 3 different people and when those 3 people tested with pcr they all tested negative. Customer sent picture of positive test and it is clearly positive. Customer tested before and after pcr test and both were positive. Customer follow kit instructions.

Event description:
False positive result (s). Customer has had 4 positive flowflex tests with 3 different people and when those 3 people tested with pcr they all tested negative. Customer sent picture of positive test and it is clearly positive. Customer tested before and after pcr test and both were positive. Customer follow kit instructions.

Manufacturer narrative:
Final product manufacture and qc record for (B)(4) were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4) can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. Please see attachment. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.